Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had recurring no delivery alarms on the insulin pump. Customer's blood glucose was 600 mg/dl. Customer stated that the tubing was not bent or kinked. Customer's insulin was not expired or denatured. Customer does rotate sites and avoids scar tissue. It was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer stated that she has tried all remedies. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer was advised that replacing the pump may not resolve the issue.